Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous, non calcified right coronary artery (rca). The lesion was predilated with a 2.75x15mm apex balloon and then a 3.00x8mm taxus liberte stent was advanced to the rca. While advancing the stent delivery system (sds) to the lesion, the stent dislodged inside of the sheath. The physician was able to remove the dislodged stent from the patient while it was still inside of the sheath. The procedure was ended at this point with no patient complications reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)